Event description:
Paramedics were called to attend to a pt with chest pain. At arrival, the pt was found to be pulseless, so the zoll automatic external defibrillator was applied. The device announced "no shock advised," even though ventricular fibrillation was clearly visible. The device was switched to manual mode, but after charging the defibrillator it displayed "status 110" and failed to discharge the countershock. It also lost the charge. Repeated attempts to use the device failed to achieve discharge of the zoll. Another defibrillator was used to shock the pt, but there was no return of spontaneous cardiac activity.